Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) impedance was 254 ohms on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) coil impedance. It was suspected in could be a conductor issue or a connection issue with the implantable cardioverter defibrillator (ICD). Additionally, when the new device was connected it could not recognize with svc coil. The lead svc electrode was deactivated and the initial device was explanted and replaced. The new device remains in use. No patient complications have been reported as a result of this event.